Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145744.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the drg system was explanted and replaced. Effective therapy was established.